Event description:
Company rep reported on behalf of the health professional a lap-band was explanted for an unk reason. F/u info received from the health professional noted it was explanted due to a "failed lap band." The surgeon wrote, "the explanted lap band had a linear crack/tear along the balloon. The tear was not circular, but perpendicular. There was a tear in the band, not a needle puncture."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the event was asked to return the product for analysis. The reporter said the product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."